Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the up arrow button is sticking while the down arrow scrolls very fast when it pressed. The issue was not resolved with training. There was no evidence of product misuse. The product is being returned for investigation. There was no adverse event associated with this complaint.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is intermittently responsive. All other keypad buttons responded appropriately during investigation. There was evidence of keypad adhesive found under all key contacts.